Event description:
Required repeat heart valve replacement. Bioprosthetic heart (mitral) valve failed acutely throwing me into acute heart failure. Valve which failed was only in place 3 years. On the evening of (B)(6) of this year, I began to experience chest pain and intermittent shortness of breath. When it did not resolve overnight and with nitro, I presented to the emergency room at (B)(6) hospital. At that time, we still suspected perhaps a blocked stentor maybe pericarditis. After a transthoracic echocardiogram, a heart catheterization, and a transesophageal echocardiogram, we were horrified when my cardiologist told us that the three-year-old valve had suffered an abrupt catastrophic failure - flail leaflet. It was obvious to us that the doctors were quite distressed about what had happened to me. They said it was very rare for one of these valves to fail, but mine did. Even though after two open-heart surgeries, I was not the best candidate for surgery, the doctors advised us that if I did not have a procedure, I would only have a few weeks to live. The doctors recommended we consider going to (B)(6) university for a clinical trial of a less invasive transapical valve replacement. I was in acute heart failure, so time was of the essence. My wife did all the research she could about the procedure, and we tried to determine if we could afford the expense involved since medicare and our secondary would not approve reimbursement for the travel (air ambulance) or the procedure. We were also coming up against a holiday weekend. In the end, we decided I would undergo the traditional procedure at (B)(6) hospital. Dr (B)(6) did the procedure on (B)(6) 2012, just slightly over three years after he did the previous one. After surgery, he told my family that the leaflet had come loose, like the stitching had unraveled. I was in the hospital a total of 16 days. I was in heart failure for the week preceding surgery, and it took me a good deal longer to recuperate this time. I was weak and in pain. After I went home under the care of home health, I was readmitted two weeks later with a deep vein thrombosis in my leg. That required another 4-day hospital stay. Once I had recovered from the initial surgery and blood clot, I attended three months of cardiac rehab. In short, I pretty much lost my entire summer and early fall. Although I came through the surgery much better that I might have, I do have some residual effects. I continue to have leg pain from the blood clot, and I am experiencing some memory loss and cognitive difficulties that my family doctor says may be due to reduced oxygen to my brain during the week prior to surgery. I am always cold, and I experience profound fatigue with very little activity. I still require oxygen when I am sleeping (I did not previously), I am back on coumadin, and doctors have added lasix to my medication regimen. I believe that there should be some compensation for what I have experienced due to the defective valve.